Manufacturer narrative:
Manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during multiple separate cataract surgeries, an ophthalmic operating console was not aspirating. No system message was displayed. The patient experienced capsular ruptures. They changed the handpiece and cassette at each surgery, however the issue was not resolved. They changed the console, and completed the surgeries without any problems. Additional information received indicated that the aspiration issue was noted during sculpting and fragmentation modes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is first of two reports for this reported event. (B)(4).